Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental med watch will be submitted. The event of "swollen lymph nodes" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swollen lymph nodes.

Event description:
Patient reported for left side "swollen lymph nodes", "they have been very sick'". Also reported "bladder cancer" which is not device related, the device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported for left side "swollen lymph nodes", "they have been very sick'". Also reported "bladder cancer" which is not device related, the device remains implanted.